Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.